Manufacturer narrative:
(B)(4). The tip of the returned microcatheter was torn off at the distal end of the catheter shaft segment; approximately 5mm of the tip was missing. Proximal to the tip breakage end, stands of the shaft were found disarranged due to accumulated torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Base on the obtained information and investigation outcome, it was concluded that torsional stress exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the heavily calcified lesion, and that stress led the catheter tip to be damaged and eventually separated. There was no indication of product deficiency. Instructions for use (IFU) states: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a severely calcified cto in the rca. The microcatheter was advanced over an unspecified guide wire in order to perform rotablation. The microcatheter was rotated in the lesion in an attempt to cross when its tip broke off. The separated tip could not be retrieved, and therefore, was left in the distal artery. The current patient status was reportedly good.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in date of this report was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in to reflect the date the initial reporter provided the information about the event to the company.